Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported failure to detect an upstream occlusion which was reproduced during testing. The reported failure to detect an upstream occlusion was verified through and found to be caused by an failed processor printed circuit board. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.